Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "damage to casing" was confirmed, the lower case and battery drawer were damaged, the upper case was cracked, one bail attachment was missing and the device was sticky. It was additionally noted that the battery contacts were contaminated. All affected parts were replaced, the main board was calibrated and the battery contacts cleaned. The device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator had damage to its casing. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.